Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned and pressurized when fluid was visible leaking from the proximal glue port on the hub. A review of the lot history record was conducted and found no non-conforming reports that would appear to have caused or contributed to the reported failure mode for this lot. A review of the complaint handling database was performed and identified no other similar events. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the leak under pressurization may be manufacturing related. The issue is being addressed per operating procedures. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the moderate to heavily calcified, non-tortuous distal to mid right coronary artery. There was no issue during advancement of the 2.0 x 20 mm mini trek balloon catheter to the lesion. The balloon would not inflate. A second attempt was made to inflate the balloon; however, it still did not inflate. A leakage was observed from a pinhole in or around the plastic hub of the device. A new mini trek was used to complete the procedure successfully without any issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.